Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. Programming changes were made. The patient was stable.

Event description:
New information received notes that more episodes of post-paced t-wave oversensing were noted. Programming changes were made. The patient was stable.